Event description:
It was reported that pump display became completely frozen, which prevented customer from interacting with pump or reading screen correctly. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, technical support arranged replacement pump, confirmed shipping details, and instructed customer to place affected pump in storage mode and return it with a prepaid label, then reenter pump settings and reconnect continuous glucose monitor on replacement pump.